Manufacturer narrative:
H11: the actual device was received for evaluation in the locked and inactive position docked to a 4.5-gram vial of piperacillin/tazobactam and 100ml 0.9% sodium chloride injection IV bag; the vial and IV bag were empty. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and the device was properly activated per activation instructions. Pressure was applied to the bag which resulted in proper reconstitution between the vial and the solution. No leak was observed during the functional testing. The reported condition was not verified. A batch review was not performed as the reported suspect lot was not a valid baxter lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during the use of a vial-mate adapter. The leak was observed during infusion setup as the device was securely attached to the bag and vial, snapping into place. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
D4: the suspected lot number is gr24024017. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.